Event description:
It was reported that there was an unexpected shutdown and electrical problem. No adverse consequences to the patient were reported.

Manufacturer narrative:
Revised customer contact and suspect instrument from 8100 to 8015 as this was deemed as a battery issue and the 8100 does not have a battery.

Manufacturer narrative:
No device returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there was an unexpected shutdown and electrical problem. No adverse consequences to the patient were reported.